Manufacturer narrative:
The device was returned and evaluated. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was found to be damaged when removed from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 560 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be damaged. As treatment, the patient administered a bolus and a new pod was applied.